Event description:
Per the clinic the device was explanted on (B)(6) 2023 due to incomplete insertion of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.